Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-14294; 3006705815-2022-14295. . It was reported during a lead revision procedure that took place on (B)(6) 2022 the ipg was also explanted and replaced for unknown reason.

Manufacturer narrative:
Additional information received indicates there was no allegation against the ipg and therefore this should not have been reported.